Event description:
The home pt (hp) notified a baxter service technician while completing dialysis therapy on the homechoice cycler. The hp received a low drain volume alarm during the last drain. This alarm was noted to be caused from a separation of the hp's transfer set and hp's peritoneal dialysis catheter. This separation resulted in an effluent leak. At the time of this incident, the hp discontinued dialysis therapy and contacted the healthcare proffesional (hcp). The hp received a transfer set change and was treated with the following prophylactic antibiotics: vancomycin 1 gm. And gentamycin 40mg. Intraperitoneally, single dose. The transfer set had been in place for 1.5 months. No pt injury reported per hcp.